Event description:
It was reported that a cartridge alarm occurred. The customer's blood glucose (bg) level was "high", although a specific value was not given. At time of trouble shooting customer had taken no action to address bg. The customer reverted to alternate therapy for diabetes management.